Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no physical damage was observed. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2015, a caller (customer's daughter) reported that her mother's adc blood glucose meter had an unspecified problem that is "on and off." The caller was concerned with replacing the meter "since it's already old." The caller reported that "sometime last year" on an unknown date, her mother was "feeling ok", but then "started acting a bit weird, and was about to pass out." Paramedics were called and tested her mother's blood glucose level, which was reportedly high (no readings were provided). Her mother was assessed as having hyperglycemia, and the caller reported that paramedics administered "some sort of injection" to her mother, "maybe insulin", although the caller was unsure. She stated "after that, her mother felt better." Her mother declined to be transported to the hospital "because she was feeling okay." There was no report of death or permanent injury associated with this event.